Event description:
It was reported to medtronic minimed that the customer experienced a crack in the back of the pump. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and the customer stated that the pump no longer lasts longer than 2 days and received replace battery alert. No harm requiring medical intervention was reported. Mmt-1886 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed self test and sleep current measurement, however failed active current measurement due to high currents. Unit was successfully downloaded using thump software. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph. Charge/battery lasts less than expected and unexpected battery power loss due to moisture damage. On adapt, the following battery faults were recorded: fault 6: (B)(6) 2024 08:45:49.000, and fault 104: on (B)(6) 2024 at 01:42:00.000 hour and on (B)(6) 2024 at 14:05:00.000 hour. Pump was cut open to perform a visual inspection and found moisture damage on pcba1, force sensor, j6/j7 connectors, lcd flex connector. Test p-cap locked in place properly during testing. The following damages were also noted: corroded battery tube, battery tube threads - cracked, broken belt clip rails, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case, pillowing keypad overlay, and scratched case. In summary, customer concern for unexpected battery power loss confirmed due to high currents caused by moisture damage on electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.